Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. The field entry does not represent the date of birth of the patient and should be read as 'no information.'

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm which is off label usage of the device, on (B)(6) 2020. The patient was outside and did not have a bg meter with her. Her cgm showed a reading of 120mg/dl, but she did not feel well, and suspected she was having low bg levels. She went to the emergency room (ER) and her bg was 37mg/dl. She was given a glucose solution and after one hour she was sent home. At the time of the report a few days later she was feeling well. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.